Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was discarded.

Event description:
It was reported that the patient was revised due to infection four months after initial right knee surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI #: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per package insert 87-6204-022-23 rev a persona the personalized knee system: infection is a known adverse effect of this system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a revision procedure due to infection and only the polyethylene articular surface was removed and replaced. Subsequently, the patient was revised again five days later due to infection and had all products, which were initially implanted approximately fifteen months prior, removed and replaced with antibiotic cement spacer molds.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D11 - medical product: persona cr narrow femoral catalog # 42502007002 lot # 63512703. Persona stemmed tibia catalog # 42532008302 lot # 63627453. Persona ve all poly patella catalog # 42540200038 lot # 63574821. Persona ve all poly patella catalog # 42540200038 lot # 63474786. Headed screw 48 mm length catalog # 00579104100 lot # 63495278. Headed screw 48 mm length catalog # 00579104100 lot # 63565449. Headed screw 48 mm length catalog # 00579104100 lot # 63612132. Headed screw 48 mm length catalog # 00579104100 lot # 63631220. Psi psn pref cr pin guides psi psn pref cr pin guides catalog # 00597000033 lot # 17.289116. Psi psn pref cr pin guides psi psn pref cr pin guides catalog # 00597000033 lot # 17.289666. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 63649495. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot #63649497. Multiple MDR reports were filled for this event: 0001822565-2019-04032. 3007963827-2019-00267. 0001822565-2019-04034.